Manufacturer narrative:
Patient's weight is unknown.

Event description:
Per complaint (B)(4), implant loss integration. There was no patient impact noted.

Manufacturer narrative:
This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within (B)(4).